Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced mc (modular chemistry) sample probe (part number 389375), tightened mc sample probe tubing fitting and performed required alignments to resolve the issue. Beckman coulter internal identifier is (B)(4). Age and gender from patient samples were provided. Other patient demographic information was not provided.

Event description:
The customer reported the unicel® dxc 800 analyzer generated erroneous results on multiple analytes. The erroneous patient results were released from the laboratory and were later amended. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to the event.